Event description:
Took a covid rapid test at (B)(6) drive-thru in (B)(6). Have not been sick in a few years. Been taking temperature multiple times every day for past couple years. Have not had any fever, no nothing. Test results came back positive for covid. That was (B)(6) and have still not had any type of symptom or anything else. Temperature is constantly around 97.7. The positive result cost me a 5 day cruise with our friends, who we had spent time with prior to testing. They have also not had any symptoms of covid or anything else. The (B)(6) address is: (B)(6). The article directing me to this site says there has been a recall or unauthorized tests that could give false results. Would like to know if this location was using the unauthorized test. FDA safety report ID # (B)(4).

Event description:
Took a covid rapid test at (B)(6) drive-thru in (B)(6). Have not been sick in a few years. Been taking temperature multiple times every day for past couple years. Have not had any fever, no nothing. Test results came back positive for covid. That was (B)(6) and have still not had any type of symptom or anything else. Temperature is constantly around 97.7. The positive result cost me a 5 day cruise with our friends, who we had spent time with prior to testing. They have also not had any symptoms of covid or anything else. The (B)(6) address is: (B)(6). The article directing me to this site says there has been a recall or unauthorized tests that could give false results. Would like to know if this location was using the unauthorized test. FDA safety report ID # (B)(4).